Event description:
Inflammation in right knee [arthritis]. Redness in right knee [erythema]. Soreness in right knee [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report received on 07/31/2008 from an hcp regarding a (B) (6) male pt, (B) (6). The pt had a relevant medical history of osteoarthritis and previous synvisc treatment in 2007. The pt received synvisc injections in this right knee on (B) (6) 2008 and (B) (6) 2008. The pt experienced inflammation, redness and soreness in his right knee. The pt was seen in the emergency room on (B) (6) 2008 and was medicated with 60mg of toradol and his right knee was drained. The pt was then examined by his orthopedist on (B) (6) 2008. The orthopedist felt that the event was due to synvisc. As of the date of receipt of this report, the patient's outcome was unknown. The qa investigation summary was received on 08/04/2008. The production and quality control documentation for lot number q0804, expiration date 02/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number q0804, expiration date 02/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.